Event description:
It was reported that the device had a service indication with a fault code logged in the device memory potentially indicating an error in delivery of defibrillation energy. There was no report of pt involvement with incident.

Manufacturer narrative:
Physio-control provided troubleshooting assistance and recommended replacement of the therapy pcb. Physio provided therapy pcb part number info to customer.